Event description:
After a battery had been inserted into the idrivec, the clamp shaft rotated continuously until the close button was pressed. After this, there was no response from the device when the close button was pressed. Another idrivec was successfully used to complete the procedure.

Event description:
A registered nurse at customers facility contacted corporate product surveillance(cps)on (B)(6) 2009 to report, an incident with a male patient on an infus o.r. Pump, (B)(4). The pump alarmed an occlusion alarm a short time after infusion of propofol started, dosage unknown. The alarm caused an interruption of theray to patient. The pump was removed from the patient and the anesthesiologist administered propofol to patient with a syringe. No patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.

Manufacturer narrative:
The pump has not been received for evaluation. The customer reported their biomed group tested the pump and the pump meets all specifications. The customer reported, they will not be sending the pump to baxter for evaluation.